Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Pt stated that he noticed fluid coming out of the motor pump after treatment. Pt had no known ill effects reported. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with one scratch and one abrasion on the cassette. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.